Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set tubing was bend on (B)(6) 2024. The infusion set was in use for 2-3 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.